Event description:
A male with a history of hypertension underwent a coronary/renal diagnostic catheterization procedure in 2009. A 6f sheath was inserted into the common femoral artery (cfa) at the femoral head with no exchanges during the procedure. Post-procedure blood pressure was 118/79. The physician, trained to the mynx procedure, proceeded to prep and deploy the mynx per instruction for use (IFU). Hemostasis was achieved at the puncture site. The cath lab technician noted a "medial ridge" so an extra 5 minutes of "adjunctive" pressure was held on the back-end, causing the ridge to soften. The cath procedure was reportedly performed without complication. It was reported by the cath lab short stay nurse that they were "constantly" reminding the patient to keep his head on the pillow because he continued to lift it in a "crunch form" to watch tv throughout his 2 hour bed rest period. The patient was ambulated and discharged per standard hospital procedure without further incident. Later that evening, the patient called the hospital to report pain at the puncture site in his groin area. The hospital instructed the patient to come in for an assessment. Instead, the patient presented to emergency room (ER) the following day. An ultrasound was performed and confirmed a 2x4 cm pseudoaneurysm (psa). Significant bruising was also observed at the groin area. The next day, the psa was surgically repaired. The patient was discharged the following day, without further complication.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform lot history review. Based on the information provided and the investigation performed by accessclosure, the cause of the reported pseudoaneurysm with surgical repair is unknown. Pseudoaneurysms are known complications of catheterization procedures, regardless of closure device use. They may also occur with manual compression. There is no evidence to suggest that the mynx device did not meet specification or perform as intended. It was reported that access achieved through the cfa was successfully closed with mynx device. Per IFU, the mynx vascular closure device is indicated for use to seal femoral arterial access sites.